Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: phone_control_ios omnipod software app version: 2.1.0 operating system: 26.5 hardware: iphone15.5 cgm sensor type: dexcom g7 please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported the patient¿s blood glucose levels were reading ¿high¿ while wearing the pod between 4 and 24 hours on their arm. The reporter could not confirm if the pink slide moved forward, and if the cannula was visible when the pod was removed; this indicates a needle mechanism failure. Additionally, the reporter could not recall if the pod was leaking. The pod was discarded. No other information was provided.